Manufacturer narrative:
Device evaluation summary: the visi-pro was received in post-inflation profile, the proximal end of the balloon chamber exhibited a radial tear, and the distal guidewire lumen exhibited stretching including tensional and compressional accordion folding. Not all components of the visi-pro delivery system were returned: the distal marker band, distal tip, and distal segment of the balloon chamber were not returned for evaluation. Approximately 137.3 cm of the working length of the delivery system was returned. Portions of catheter¿s working length exhibit tensile stretching. The proximal end of the balloon chamber was examined with the aid of a microscope. The proximal radiopaque marker band was present. The balloon chamber material exhibited radial tearing. The inner guidewire lumen exhibited tensile stretching and accordion folding. The distal radiopaque marker band, distal tip, and distal balloon chamber material were not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a visi-pro balloon expandable stent to treat a 30 mm severely calcified lesion in the left proximal subclavian artery. The artery was moderately tortuous and had a diameter of 7-8 mm. The lesion had resulted in 90-95% stenosis. The device was prepped as per the IFU with no issues identified. The procedure used a 0.035" non-medtronic guidewire and a 7 fr non-medtronic sheath. No embolic protection was used. The lesion was not pre-dilated. No resistance was encountered advancing the device and no excessive force was used. During the first inflation of the device, the stent was deployed but the balloon burst at 11 atms. The tip of the balloon catheter broke off remaining in the patient on the wire. Attempts were made to snare the device with no success. Two gooseneck snares and one non-medtronic snare were unsuccessfully tried to snare the tip of balloon. The balloon tip was pulled down to the bifurcation. Two kissing non-medtronic stents were deployed entrapping the balloon tip. No patient injury was reported.